Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited ventricular noise reversion episodes. No noise was noted on the ventricular channel, all electrical measurements were normal. No patient symptoms were reported. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).